Event description:
The gtube was placed. The sutures were removed four days later. The gtube was found outside the patient, in bed, with the balloon deflated. When the balloon was tested with sterile water, leaking via holes in tube was noted.